Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a blood glucose reading of 367 mg/dl and a subjective sensation that their blood felt heavy; the user suspected a malfunctioning infusion site and replaced the teflon 32-inch 6 mm set, requesting a replacement for the nonfunctioning site. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, the device problem could not be further characterized due to insufficient information, and the implicated component was not specifically identified beyond the reported infusion site. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.